Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced migration of the electrode array and pain at the implant site. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.